Event description:
A medtronic rep reported the site experienced intermittent black status when using axiem. There was no pt present.

Manufacturer narrative:
Pt information not provided as no pt was present. RMA issued. Axiem portable comm cable replaced (B)(4) 2011. No parts have been returned to the MFR for evaluation.